Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Initial reporter phone number: (B)(6).

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced an air embolism and air was visible in the device. Air was "in the coronary" and the issue was resolved through aspiration. The procedure was stopped at that time to perform the intervention and was left incomplete. The patient is expected to make a full recovery and no ongoing complications related to the air embolism were reported. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced an air embolism and air was visible in the device. Air was "in the coronary" and the issue was resolved through aspiration. The procedure was stopped at that time to perform the intervention and was left incomplete. The patient is expected to make a full recovery and no ongoing complications related to the air embolism were reported. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis. It was further confirmed the patient made a full recovery.

Manufacturer narrative:
Initial reporter phone number: (B)(6).

Manufacturer narrative:
Initial reporter phone number: (B)(4). The referenced faradrive steerable sheath was returned for analysis. Faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. An attempt to purge air out of the sheath by injecting deionized water was unsuccessful as deionized water was observed to leak from the proximal end of the sheath. This failure occurred due to the removal of the dilator, indicating the dilator was inserted for a prolonged period. This resulted in the deformation of the hemostatic valves and inability to revert to its sealed state. Prior to microscope imaging, silicone oil was present on the valves. Inspection of the hemostatic valves found the external and internal valves torn on the inner and outer faces by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. The hemostatic valves were observed to be deformed as the valves were unable to revert to its closed state.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced an air embolism and air was visible in the device. Air was "in the coronary" and the issue was resolved through aspiration. The procedure was stopped at that time to perform the intervention and was left incomplete. The patient is expected to make a full recovery and no ongoing complications related to the air embolism were reported. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis. It was further confirmed the patient made a full recovery.